Event description:
This report was rec'd at the end of a double-blind randomized multi-center clinical trial. Erythema, edema, ecchymosis, pain, tenderness, pruritis, lumpiness, induration, discoloration, and scab. The pt took extra strength tylenol as instructed by the investigating site.